Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 25aug2017 to assess the instrument test well images in question, which visually appeared with a slight adherence.

Event description:
On (B)(6) 2017, a european (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument, when tested on (B)(6) 2017.